Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with a blood glucose of approximately 531 mg/dl after moving an infusion site to an uncommon location on the far right abdomen, then removed and replaced the infusion set using existing insulin in the cartridge and new tubing with successful priming and reinsertion on the upper abdomen, after which the pump was resumed and the person was advised to monitor for correction. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included user troubleshooting and education on infusion set replacement and priming. Investigation of this case revealed no leakage or bent cannula observed at removal, successful priming with confirmed drops, and resumed therapy without device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.